Event description:
Approximately one month after treatment with bovine collagen the patient presented with symptoms of hypersensitivity at the treatment sites. The physician treated the symptoms with intralesional triamcinolone.